Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient had an unrelated surgery, where the ipg was not placed in surgery mode, rendering the ipg inoperable. A manufacturer representative met with patient and was able to recover ipg and provide therapy to patient.